Manufacturer narrative:
The event log from the system was returned for review. The log showed therapy beginning on (B)(6) 2019, and was performed with a 12cm device (sn: (B)(4)). A temperature timeout alarm occurred immediately due to thermocouple (tc) 2 displaying high, false temperature readings above the operating threshold of 43c. The alarm was cleared, but temperature remained above this threshold triggering another alarm. Soon after, the device was disconnected, and the control unit (cu) was powered down. The ultrasound therapy was for less than one minute. The cu performed as expected. Review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from intelligent drug delivery catheter (iddcs) of the same lot. There was no patient impact, or adverse event reported. This event is reported based on the event log review and the physician using penumbra to treat the residual dvt clot after completing lytic therapy without ultrasound after the temperature alarm. The customer did not provide any clarification on the exact time of ultrasound therapy.

Event description:
On (B)(6) 2019, the ICU nurse called with a white c red thermometer alarm. This was a unilateral dvt case. The connector interface cable was reported to be on top of the blankets and there were no broken or bent pins. Ekos representative went over troubleshooting steps with no avail. Upon follow-up, the account informed the ekos representative that the patient received approximately 17 hours of ekos therapy, but they couldn't get the temperature alarm to clear. The physician had the micro-sonic device (msd) removed and the case was continued with lytic only. The patient went back to the cardiac catheterization lab for follow-up treatment with penumbra and the clot was resolved. The physician was planning to use penumbra for any residual clot especially since the patient had a large dvt in the arm. Patient was doing well, and no issues were reported. Review of the event log on september 4th showed that the ultrasound therapy was for less than one minute. The customer was contacted to get additional clarification on the therapy time, but no information was provided.